Manufacturer narrative:
The patient sample was submitted for investigation. The customer's vitamin d results were reproduced on an e602 instrument used during the investigation.

Manufacturer narrative:
The patient sample was further investigated. The vitamin d assay is standardized to a liquid chromatography-mass spectrometry (lc-ms) method which is directly traceable to the national institute of standards and technology( nist). Since the patient accidentally took high daily doses of vitamin d for a long time, elevated results would be expected as seen with the liquid chromatography-mass spectrometry (lc-ms) result from the customer. The high vitamin d results from the customer's e602 analyzer might be due to an interference from other vitamin d metabolites which would also be proportionally higher in these samples and would contribute to the results received. Interferences are addressed in product labeling. . When applying a decision point of 30 ng/ml to determine vitamin d deficiency/sufficiency, the sample is correctly classified as sufficient based on the intended use of the assay described in product labeling. A specific root cause could not be identified. Further clarification of the observed discrepancies is not possible with available investigation methods.

Event description:
The customer questioned high results for 1 patient tested for 25-hydroxyvitamin d (vitamin d). The vitamin d result from a sample obtained on (B)(6) 2016 was 118 ng/ml on the e602 analyzer. The vitamin d result from a sample obtained on (B)(6) 2016 was 112 ng/ml on the e602 analyzer. The physician sent the patient to a different laboratory using the siemens method. The vitamin d result from a sample obtained on (B)(6) 2016 on the siemens instrument was 40 ng/ml. The physician believes this result. The vitamin d result from a sample obtained on (B)(6) 2016 was 108 ng/ml on the e602 analyzer. A sample was obtained on (B)(6) 2016 and the result from the e602 analyzer was 110 ng/ml. The patient went to a different laboratory on (B)(6) 2016 and a new sample was obtained and the result using the siemens method was 36 ng/ml. On (B)(6) 2016 a sample was obtained and placed in 4 sample tubes to be sent to different laboratories using different methods. Erroneous results were identified with this sample. The initial vitamin d result from the e602 analyzer was 60.00 ng/ml with a data flag. The sample was repeated using a 1:4 dilution and the result was 123.36 ng/ml. A result of >120 ng/ml was reported outside of the laboratory. The result from the siemens method was 36 ng/ml. The result from the diasorin method was 41 ng/ml. The mml mass spectrometry result was 78 ng/ml. No adverse event occurred due to the device. The e602 analyzer serial number was (B)(4). It was noted that per product labeling, the recommended dilution factor is 1:2.